Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018¿ guide wire in conjunction with interaction with the heavily stenosed anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure and the noted premature activation. The noted blood in the sheath and in the retracting sheath likely contributed to the reported/noted difficulties during return analysis. Reportedly, the 10x80mm absolute pro self-expanding stent system (sess) was advanced on a command 18 guide wire (gw) and attempted to be deployed at the target lesion; however, the thumbwheel became stuck; therefore, the stent was only able to be partially released [exposed]. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. As the deviation of the IFU appears to have caused/contributed to the reported difficulties a follow-up letter to the physician will be required. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily stenosed venous intervention. The 10x80mm absolute pro self-expanding stent system (sess) was advanced on a command 18 guide wire (gw) and attempted to be deployed at the target lesion; however, the thumbwheel became stuck; therefore, the stent was only able to be partially released [exposed]. The sess was removed from the patient. Another absolute pro stent was used to continue the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.